Event description:
The customer reported to customer service that the back cover is loose on her transformer. Upon receipt of the product on (B)(4) 2012, it was discovered to be cracked in half, exposing inner electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer were unsuccessful, including a final follow up attempt by letter. The product has been received and evaluated. A product evaluation (refer to page 3 for details) confirms that the housing is cracked in half, which is a safety risk. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. A visual examination of the power supply revealed the transformer housing was cracked in half, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.95 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.70 ohms, which is normal and indicates that the thermal fuse did not blow.